Manufacturer narrative:
Corrected data: b1- corrected report type from adverse event to product problem. B2-omit "required intervention to prevent permanent impairment/damage" for correction. B5-corrected diopter to -16.50/3.0/172 (sphere/cylinder/axis). H1- corrected type of report event from serious injury to malfunction. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaint within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.0/3.0/172 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's right eye (od) on (B)(6) 2023 due to refractive surprise. The problem was resolved. Cause of the event was unknown. Reportedly, "the patient went to the hospital for preoperative examination of icl surgery on (B)(6) 2023. The examination found that there was a significant difference between computer optometry and comprehensive optometry, and repeated comprehensive optomeotry results were consistent. According to the comprehensive optometry results before surgery, the visual acuity could reach normal corrected vision. Postoperative visual acuity: 1.0 in the right eye and 0.6 in the left eye. Computer optometry showed that both eyes were under correction for astigmatism. Three months after surgery, the patient reported a decrease in binocular vision, and repeated computer optometry resulted in undercorrected myopia and astigmastism in both eyes. The sufficient diopter was c.orrected to 1.0. After communicating with the patient, the patient underwent lens replacement surgery. Bilateral ticl lens replacement surgery was performed on (B)(6) 2023. Postoperative vision improved, with slight corneal edema. The patient was instructed to take medication on time and undergo regular follow up."